Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.

Event description:
The hcp reported that the patient's interstim device was removed due to infection. Further information is being requested from the hcp.